Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13083. The patient has two leads from the same lot number. It was reported, the patient was not receiving effective stimulation, his programs were auto reducing. A sjm representative was unable to reprogram the patient even though impedances were reading at a normal level on all contacts. The patient stated, he felt what he described as a stinging or burning feeling on all contacts at the ipg pocket site when the amplitude was turned up very high. It was also reported, the patient had a fall approximately 6-8 weeks prior to the date of the event. X-rays identified the patient's leads were fractured. Surgical intervention may be taken at a later date to address the issue.